Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump instructed her to rewind at seemingly random times. Customer reported that the insulin pump would return a low reservoir alarm several hours after changing the set. Customer fills the reservoir with 300 units of insulin, and the low reservoir alert is set for 20 units of insulin. Blood glucose level was not provided. No further information was provided.